Event description:
It was reported that the customer was experiencing unexplained high blood glucose. The glucose reading at time of call was 103mg/dl, and the customer was treating with manual injections. Troubleshooting was performed. The time, date, programming, and settings were correct. Reviewed the bolus history and found that all boluses were delivered. It was stated that the customer changes the infusion set every three days and the reservoirs every four to five days as insulin starts to run out. Advised the caller that the infusion set should be changed every two to three days. Assisted to run the fixed prime and the insulin did exit. Performed a high pressure test and the test failed twice. Advised that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.